Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump was interrogated on the date of this report and the patient was on her way to the office for a normal refill appointment. The pump showed a motor stall occurred on (B)(6) 2014 because of a magnetic resonance imaging (MRI) the patient had last week. The patient did not report hearing an alarm. The patient did not have the pump checked after the MRI. The first interrogation was on (B)(6) 2014 by the physician which ¿popped up¿ as motor stall. The pump was re-interrogated and the logs were checked, which showed then the recovery at the time of the second interrogation due to the pump being in telemetry mode. The patient had no symptoms of withdrawal. The pump was being used to deliver dilaudid and fentanyl.